Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25 mm annuloplasty band in the tricuspid position, the band was explanted and replaced with a mechanical valve. The reason for explant was reported as persistent regurgitation. The surgeon indicated that the regurgitation was not related to any malfunction of the device. No additional adverse patient effects were reported.